Manufacturer narrative:
The cranial active frame was returned to medtronic for analysis. Analysis revealed that the cable jacket had been pulled from the connector on the cable exposing the internal wires but no bare contacts. Otherwise, the frame returned good geometry and divot error readings with normal tracking. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the inner cable of the cranial active frame was exposed. No patient present.